Manufacturer narrative:
(B)(4). Concomitant medical product: persona cr standard femoral catalog # 42502607001 lot # 63567431. Persona tibia cemented stemmed catalog # 42532007901 lot # 63658816. Persona stem extension tapered cemented catalog # 42557000114 lot # 63697742. Persona all poly patella catalog # 42540000038 lot # 63256501. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00234, 3007963827-2018-00008, 3007963827-2018-00009, 0002648920-2018-00030.

Event description:
It was reported that the patient is experiencing swelling, clicking and pain after a knee arthroplasty. The patient is also noted to have a crooked leg. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
The complaint sample was evaluated, but the reported event was not confirmed. The device history records were reviewed and no discrepancies were identified. Post-operative x-rays reviewed by a radiologist who noted normal alignment with no obvious complications or suspicious findings. Review of initial operative indicates components were well aligned and stable when trialed, no intra-operative complications were noted. A six-week post-operative visit report dated confirms excellent progress in terms of pain and restoration of function. Notes regarding review of x-rays taken during post-surgical visit state that the components were well positioned and aligned and that there were no visible signs of loosening. Per the package insert, pain and swelling are known adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records confirmed that the patient underwent a revision surgery; however, incomplete records were provided so the reason for the revision and the operative findings were not provided. Billing records from the revision indicate that all components were revised except for the patella. Device history record (DHR) was reviewed and no discrepancies were found. Per the persona knee system package insert, pain and swelling are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address swelling, clicking and pain approximately one (1) year post-operatively. The patient was also noted to have a crooked leg. All components were removed and replaced except the patellar component. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.